Manufacturer narrative:
Three attempt have been made to contact the account for resolution with no feedback. Based on the info, no further action is required.

Event description:
The account reported that one of the brake caster is broken and the brakes are not holding. The bed is located in the bed shop at the facility. Ther was no pt/user injury reported. (B)(4).